Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown. Product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was worried that the catheter ¿might have migrated out of the cerebrospinal fluid.¿

Event description:
It was reported the patient's catheter was dislodged. Diagnostics were to be performed the day of this report to confirm the catheter dislodgement. A follow-up report will be sent if additional information becomes available.